Event description:
(B)(6) hospital has noticed an issue with the most recent lot of products sbch21g and sbch22g. The rubber of the distal needle is not moving back into the correct place after the end user fills avacutainer tube with blood. This is causing the needle to remain exposed and leak blood onto the next vacutainer that the end user is trying to fill. This customer has not experienced this issue with the product since it converted in august, which makes it seem like it's a lot issue. There have been 10 separate incidents among 10 different end users, including the phlebotomy supervisor. The customer would like to replace the inventory they have with inventory from a new lot number.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.